Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the clamp on three midline catheters broke. No other information was provided. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a clamp break is confirmed but the exact cause is unknown. Clamp was returned for investigation. Clamp had mold cavity number 17. A crack was observed on the returned sample at the clamping end. Microscopic observation of the fractures revealed rough and uneven surfaces. Outward radiating patterns on the surface were observed at the distal end of the clamp. The center sections of the break surfaces appeared to be smoother than the opposite ends. Based on the condition of the returned sample, possible contributing factors include improper handling and material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the clamp on three midline catheters broke. No other information was provided. This report addresses the second device.